Event description:
A customer reported that an ophthalmic operating console exhibited problem with both illuminators. The procedure details and patient impact were not reported. Additional information has been requested none received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. Per the sr, the case was cancelled, and service was not performed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance to ensure that the product was manufactured in compliance with the device master record. Based on quality assurance assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).